Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger pcb was evaluated and replaced. The facility power was also evaluated and found to be incongruent for the system requirements. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.